Event description:
It was reported that the emg tube was used during the operation. The balloon of the monitoring endotracheal tube was found to have air leakage. The doctor replaced the endotracheal tube in time. 15-20 ml air was used to inflate the cuff. No intracuff pressure was monitored. Syringe, regular air was used to inflate the cuff. No patient injury.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, there was no significant damage to the packaging carton. The pouch was open from 3 of 4 sides and taped with a clear tape. Emg tube and electrodes were not secured to the packaging tray. The harness was wrapped in a paper tape. There was a biological contamination on the tip of the emg tube (inside the tip of inflation lumen, near the murphy eye). Electrically, the continuity check was performed and the resistance for each lead shall be between 1.7 ohms and 3.7 ohms. The actual measurements were red 3.1 ohm, red (with clear tube) 3.5 ohms, blue 3.1 ohm, and blue (with clear tube) 3.1 ohm (all measurements within specification). Functionally, used a syringe to inflate 20cc of air into the cuff and the cuff started deflating immediately after it was inflated with 20cc of air. Inflated cuff was submerged under the water and leakage showed at the tip of inflation tube lumen. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.